Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to dehydration and varying blood glucose levels. Customer needed assistance with programming her insulin pump. The customer's blood glucose level was 222 mg/dl. Troubleshooting was offered to the customer, but they refused. No additional information provided.